Manufacturer narrative:
Model number/catalog number: 72400098, serial number: null, batch/lot number: 449217006, model/catalog description: control pump fgs. Model number/catalog number: 72400024, serial number: null, batch/lot number: 450838005, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the existing device was removed and a new aus was implanted due to unspecified reasons. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence due to urethral erosion leading to the procedure. There were no device malfunctions associated with the explanted aus. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.